Event description:
It was reported that during a pta treatment procedure of the subclavian artery, removal difficulties were encountered. The ultra thin sds 6-2/5.3/135 mm balloon became stuck in the tip of the 6f arrow sheath during withdrawal of the balloon following angioplasty. The physician removed the balloon and the sheath together as a unit. The procedure was successfully completed. There were no pt complications during this event.